Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
Implants utilized were the k2 mesa posterolateral instrumentation set, the k2 aleutian interbody fusion spacers, rhbmp-2/acs, bone graft, and then autologous bone graft and autologous growth factor. Pod #2: the patient's pca was discontinued. Pod #3: the patient complained of incisional pain and thigh bruising from the bed. The patient already had a bowel movement and his gp drain was discontinued. On (B)(6) 2007 the patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007: the patient presented for EKG. Impression: normal sinus rhythm; normal ECG; no previous ECG. On (B)(6) 2007: the patient presented with preoperative diagnoses of intractable lower back pain secondary to degenerative disc disease l3-4, l4-5, l5-6. The patient underwent the following procedures: l3,l4,l5 decompressive laminectomy, l3-4, l4-5, l5-6 discectomy, and arthrodesis with insertion of interbody fusion device, followed by posterolateral fusion with instrumentation. Per the op notes, after the interspace was prepared, a spacer was filled with rhbmp-2/acs and was inserted into the interspace from theright. Rhbmp-2/acs was placed into the interspace laterally as well. After this, the interspace was prepared adequately from the left hand side, the mastergraft with rhbmp-2/acs was placed into the interspace and placed medially and more rhbmp-2/acs was placed laterally. Following implantation of hardware, more rhbmp-2/acs was then laid upon the transverse processes on each side which had been previously decorticated with the high speed air drill. Following the rhbmp-2/acs, the morselized bone from the laminectomy was placed lateral to the pedicle screws to form a fusion mass. No patient complications were noted. On (B)(6) 2007: the patient presented with CT chest for pulmonary embolis with contrast. Impression: exam limited by respiratory motion artifact shows no obvious pulmonary embolism; bilateral lower lobe and right middle lobe pneumonia. On (B)(6) 2007: the patient was discharged home. On (B)(6) 2007: the patient underwent an MRI of the lumbar spine. The study demonstrated a solid fusion at l3-s1 as well as a seroma posterior to the thecal sac, l2-4, maximal 7 cm in length and 2.8 x 4.6 cm in diameter. CT scan performed the same day demonstrated solid fusion. On (B)(6) 2007: the patient presented with low back pain. Post-op films demonstrate solid fusion, however, in follow-up, persistent drainage was noted in the inferior pole of his incision. The surgeon was able to express some purulent drainage in the office. The patient¿s preoperative diagnoses were chronic wound infection, seroma, and chronic postop infection. The patient underwent an exploration of the wound and explant of lumbar instrumentation. On (B)(6) 2007: the patient presented for x-rays of the chest. Findings: no new lung opacity is seen and no pleural effusion or cardiomegaly is present. On (B)(6) 2007: the patient underwent x-rays of the lumbar spine. Impression: two views of the lumbar spine show evidence of prior lami nectomy at l3 through l5 with excellent alignment. On (B)(6) 2009: the patient presented with an abscess on the right axilla that has developed, just exploded, in his axilla over the last few days. The patient has had some high temps over the last few days. Impression: large infection of the right axilla. Quite remarkable, the extent of the induration and the apparent fluctuation. On (B)(6) 2009: the patient presented with a preoperative diagnosis of a large abscess of the right axilla. The patient underwent a wide opening of the right axillary abscess including entering the clavicle pectoral fascia. No patient complications were noted. On (B)(6) 2010: the patient presented with low back pain with some pain radiating down the left leg at times. Impression: failed back syndrome. On (B)(6) 2010: the patient presented for a bilateral l2-3, l3-4, l4-5, l5-s1 lumbar medial branch blocks under biplanar fluoroscopy. No complications were noted. On (B)(6) 2010: the patient underwent a bilateral l2-3, l3-4, l4-5, l5-s1 lumbar medial branch blocks under biplanar fluoroscopy. No complications were noted. On (B)(6) 2010: the patient presentd for a left l2-3, l3-4, l4-5, l5-s1 lumbar medial branch rhizotomy under biplanar fluoroscopy. On (B)(6) 2010: the patient underwent a right l2-3, l3-4, l4-5, l5-s1 lumbar medial branch rhizotomy under biplanar fluoroscopy. No patient complications were noted. On (B)(6) 2011: the patient presented with muscle spasms at night. The patient recently had a lumbar radiofrequency which had provided significant relief for his lower back. His pain has started to return. Diagnosis: chronic low back pain with degenerative disc disease, facet arthropathy, spondylosis and postlaminectomy syndrome. On (B)(6) 2011: the patient presented for l2-34, l3-4, l4-5, l5-s1 lumbar medial branch blocks under biplanar fluoroscopy due to lumbar facet arthropathy, lumbar degenerative disc disease, spondylosis, and lumbar post laminectomy/failed back syndrome and low back pain. No patient complications were noted. On (B)(6) 2011: the patient presented with low back and leg pain. Diagnosis: chronic low back pain with previous multi-level fusion. On (B)(6)2011: the patient presented for an MRI of the lumbar spine. Impression: extensive postoperative changes at l2-3, l3-4 and l4-5. No evidence of disc herniation or spinal stenosis. No evidence of significant enhancing scar. Normal vertebral alignment and maintained foramina bilaterally. Small postoperative fluid collection behind the thecal sac extending from l2 to l5 on (B)(6) 2011: the patient presented with low back and leg pain. Diagnosis: chronic low back pain with previous multi-level fusion. On (B)(6) 2011: the patient presented with a preoperative diagnoses of reflux, abdominal pain, possible bleeding. The patient underwent an upper endoscopy. The patient¿spostoperative diagnosis was antral gastritis, benign gastric biopsies showing superficial erosions with mild chronic inflammation and moderate scarring, antral; special stains for helicobacter pylori are negative. On (B)(6) 2011: the patient presented with lower back pain, leg pain. Chronic low back and leg pain with previous multi-level fusion as well as multi-level laminectomy. On (B)(6) 2011: the patient presented with low back pain. Diagnoses: chronic low back pain with a history of previous multi-level fusion; postlaminectomy syndrome. On (B)(6) 2011: the patient underwent MRI. Findings: postsurgical decompressive surgery and discectomy at l2-3, l3-4, and l4-5; also a 5.4 x 2.7 x 1 cm posterior operative seroma along the posterior margin of the thecal sac at l3 and l4. No associated neural displacement or encroachment. At l5-s1 there was a chronic bilateral l5 pars defect at l5. Mild degenerative changes with no neural impingement; clusters of small retroperitoneal lymph nodes were also seen at the lumbar level. On (B)(6) 2012: the patient presented for artery doppler study. Findings: biphasic waveforms present throughout the right lower extremity, monophasic throughout the left below the groin. Impression: findings consistent with significant left lower extremity atherosclerotic disease and stenosis moderate range consisntent with the history of claudication. On (B)(6) 2012: the patient presented with low back pain and left lowerextremity pain and paresthesia. Impression: chronic low back pain with previous lumbar fusion at l2-5 and reported instrumentation removal later on with residual low back pain; history of temporary spinal cord stimulator implantation with history of infection; radiographic evidence of degenerative disc disease at l5-s1 and bilateral l5 pars defect; peripheral vascular disease. On (B)(6) 2012: the patient underwent x-rays of the cervical spine. Impression: severe degenerative changes with bony spurs compromising neural foramina. On (B)(6) 2012: the patient¿s labwork was done. The ast is normal at 21, alt is normal at 14. On (B)(6) 2012: the patient underwent x-rays of the thoracic spine. Impression: minimal anterior wedge compression deformity of a lower thoracic vertebral body. No acute abnormalities in the upper thoracic spine identified. On (B)(6) 2012: the patient underwent MRI of the thoracic spine. Impression: mild thoracic degenerative changes without disc herniation, canal stenosis or foraminal stenosis at any level. Disc osteophyte complex with probable ventral cord abutment at what appears to be c5-6. This could be evaluated with dedicated cervical spine MRI as clinically indicated. On (B)(6) 2012: the patient presented to physical therapy with mid and low back pain, limited range of motion, and numbness. The patient also walked with an antalgic gait. On (B)(6) 2012: the patient presented for x-rays of the pelvis and each hip. Impression: mild hip osteoarthritis without an acute osseous abnormality. On (B)(6) 2012: the patient presented with mid and low back pain. The patient was discharged from physical therapy due to not being able to meet any functional progress. On (B)(6) 2013: the patient underwent MRI of the lumbar spine with and without IV contrast. Impression: no interval change or acute osseous abnormality noted of the thoracic spine. There is linear signal intensity noted throughout the thoracic spinal cord. This is difficult to delineate. It may well be artificial however for evaluation with repeat t2 fse axial images with a slice thickness roughly 5 mm are recommended to evaluate further. Stable lumbar fusion and posterior decompressive laminectomy. Mild facet arthropathy at l5-s1 with facet arthritis narrowing the foramina, particularly on the left. No significant central canal stenosis or foraminal narrowing at any level. No definite new findings. On (B)(6) 2013: the patient presented for MRI of the lumbar spine. Impression: central t2 hyperintense signal abnormality within the entire length of the thoracic spinal cord, which is technically indeterminate due to large field of view and low signal to noise. But likely a persistent patent central canal rather than gibbs artifact. On (B)(6) 2012/(B)(6) 2013: the patient presented with chronic low back pain for many years. The patient complains of dizziness and headaches. He also has complaints of mildly worsening back pain and continued numbness and tingling in the bilateral lower extremities. The patient has tenderness to palpation over the lumbar spinous processes and paraspinal msucles of the lumbar spine. Impression: postlumbar laminectomy syndrome; other chronic pain; bilateral lower extremity neuropathic pain; lumbosacral spondylosis; peripheral vascular disease; tobacco use. On (B)(6) 2013: the patient presented with pain in the low back and also has some pain in the lower extremities. The patient has severe peripheral vascular disease and has had multiple revascularization surgeries. Many of these were complicated by infections. The patient has continued to have headaches with visual changes. The patient also has numbness to the left leg. Impression: postlumbar laminectomy syndrome; other chronic pain; bilateral lower extremity neuropathic pain; lumbosacral spondylosis; peripheral vascular disease; tobacco use. On (B)(6) 2013: the patient presented for MRI of the brain. Findings: there is no diffusion restriction to indicate recent infarct. There is no evidence of intracranial hemorrhage, edema, or mass effect. White matter appears unremarkable. Pituitary and posterior fossa structures appear normal. Paranasal sinuses and mastoids are normally aerated. Orbital contents appear unremarkable. On (B)(6) 2013/(B)(6) 2014: the patient presented with low back pain and difficulty ambulating. He has pain over the lower lumbar spine with flexion and extension. Assessment: chronic low back pain with postlaminectomy syndrome and lumbosacral spondylosis.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2007 lumbar x-rays single lateral positioning view with hemostat at the l4 pedicle. Retractor is in place. On (B)(6) 2007 inter-operative lumbar fluoroscopy multiple images captured during lumbar posterior fusion. Initially only retractors are seen with interbody devices present in l2, l3, and l4. Pedicle screws are then inserted initially into l4 and l5 then into l2 and l3. Ap shows laminectomy from l2 distally to s1. On (B)(6) 2007 chest CT no spinal pathology is seen (B)(6) 2007 chest x-ray portable poor quality. Shows hilar prominence on the right. Borderline left ventricular hypertrophy. Lung fields otherwise clear.